Event description:
Pt elected to have a second surgery in order to be a larger size. After explantation, the nurse chose to put the explanted unit in the autoclave for sterilization, the unit exploded and was then disposed of.